Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to the air and water cylinders, air and water channels, and sub-water channels, but the foreign matter could not be identified. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the colonovideoscope to the olympus service center. Upon inspection and testing of the returned device, it was observed that the air/water tube and jet tube had remains of white foreign material. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: the air/water cylinder had no color. The suction cylinder had no color. The scope cover had a crack. Switch 1 had a cut. The air/water cylinder had foreign objects. Grip was shaved. Switch box had a scratch. Due to a cut on the heat shrinking tube of the forceps elevator, lock engagement lever, expected insulation capacity could not be obtained. Plug unit had a scratch. Due to wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard value. Objective lens had a scratch. The light guide lens had a crack. Bending tube was deformed, and the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.